Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 411 mg/dl which was treated with manual injection. Customer's another blood glucose level was 96 mg/dl. Customer stated that the infusion set was not connected right on their site and was not delivering insulin. Customer experienced nausea. The auto mode feature of insulin pump was unknown at time of high blood glucose event. The device will not be returned for analysis.